Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, the device showed a bd alert. The subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The healthcare professional had called for assistance to stop the device from beeping. Data analysis was performed, and boston scientific technical services indicated the power consumption in this device has been increasing abnormally. Recommendations to replace this device due to the anomaly within ninety days. If a new replacement window is desired, new data should be provided for review. A revision procedure was not scheduled. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that during a routine follow-up, the device showed a bd alert. The subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The healthcare professional had called for assistance to stop the device from beeping. Data analysis was performed, and boston scientific technical services indicated the power consumption in this device has been increasing abnormally. Recommendations to replace this device due to the anomaly within ninety days. If a new replacement window is desired, new data should be provided for review. No adverse patient effects were reported. This device remains in-service.